Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8300 error 570.6200. Technical support: 1. Check harness to oridion module and reseat harness 2. Replace etco2 board 3. Send in to factory for repair recommended reconnect/reseat harnesses. If reseat harnesses does not resolve the problem, scott will replace oridion module kit. A review of the device history record showed the device had a manufacture date of 10/15/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported error code 570.6200 on etco2 module. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported error code 570.6200 on etco2 module. There was no patient involvement.